Event description:
It was reported that the scrub tech loaded a 15 cage onto a 19 inserter and as a result, the pressure from tamping an anchor in broke 2 inserter guide pin. No adverse consequences to the patient is reported.

Manufacturer narrative:
Method: labelling review, risk assessment. Result: the customer reported event was confirmed via correspondence. All broken fragments were disposed properly. Plate and screw was successfully implanted. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: based on the information available, the inserter used has the wrong size related to the implanted cage. This is a deviation from what surgical technique suggests. Therefore, the root cause is the deviation from surgical technique ¿ the usage of a wrong size inserter during the cage implantation.

Event description:
It was reported that the scrub tech loaded a 15 cage onto a 19 inserter and as a result the pressure from tamping an anchor in broke 2 inserter guide pin. No adverse consequences to the patient is reported.